Event description:
Concerning the 3 biopsies performed, the procedure did not pose any particular problem, the fixation was with a mayfield head holder in classic decubitus, there was no hemorrhagic complication objectified at the postoperative control CT scan. On the other hand, the analysis of the samples was negative, requiring a second surgical intervention to obtain the diagnosis, and therefore a delay in oncological management of about one month.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the inaccuracy is confirmed for the biopsy trajectory with a deviation estimated at 4.35mm. Although the contactless registration was restarted once, the final one was properly performed. The verification had to be restarted and passed after an unexpected software interruption due to a singularity detected in cooperative mode. This issue was already addressed through the continuous improvement process of our products no robotic error which could lead to the inaccuracy found in the analysis was identified but it is possible that the head holder used had a play on its mounting and that the head moved during the surgery. Other similar procedures using the same device and tools were performed for the three following months with correct accuracy. However, users were not able to identify which head holder was used for which case.

Event description:
Concerning the 3 biopsies performed, the procedure did not pose any particular problem, the fixation was with a mayfield head holder in classic decubitus, there was no hemorrhagic complication objectified at the postoperative control CT scan. On the other hand, the analysis of the samples was negative, requiring a second surgical intervention to obtain the diagnosis, and therefore a delay in oncological management of about one month.